Manufacturer narrative:
Coulter ac-t diff 2 analyzer is listed by (B)(4) as conforming to the following standards for product safety: (B)(4). On (B)(4) 2009, the field svc engineer (fse) evaluated the analyzer. The fse determined that a computer chip on the mother board had been burned. The fse replaced the mother board and verified the instrument per specs. Root cause was determined to be the computer chip on the mother board had burned, resulting in the smoke observed by the operator. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported a potential hazard when smoke was observed coming from the coulter ac-t diff 2 analyzer. The operator disconnected the power from the analyzer. There were no flames, arcing or shock. A fire extinguisher was not used. The fire dept was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.